Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing by the right ventricular lead. It was also reported that the device had sensing difficulty. The physician decided to explant and replace the device and the right ventricular lead remains in use. No further patient complications have been reported as a result of this event.